Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colectomy procedure, when the surgeon was stapling on the colon, the device was difficult to open to remove from tissue after fire. It was replaced with a new device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted no abnormalities. The single use loading unit (sulu) was received with a full complement of staples and the interlock was engaged. No damage was noted to the knife blade. The sulu was reset and loaded into the returned device. The device and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a unreported condition of did not load properly that has no relationship to the reported condition. Replication of the this condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colectomy procedure, when the surgeon was stapling on the colon, the device was difficult to open to remove from tissue after fire. The surgeon had to pull hard the device to open it and replaced with a new one to complete the case. There was no patient injury.